Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17625817m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: non biosense webster, inc. - mobicath 8.5f sheath / d140011. (B)(4).

Event description:
It was reported that a female patient underwent a left ventricular outflow tract (lvot) ablation procedure for idiopathic left ventricular tachycardia with a smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. While mapping the lvot near the mitral valve, prior to any ablation, the patient became hypotensive. Pericardial effusion was confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded approximately 200 ml of blood and fluid. Heparin was reversed per protocol. Patient was reported to be in stable condition. The patient required extended hospitalization as the patient went to the intensive care unit after the tap. The outcome of the adverse event is that the patient fully improved. There are no known factors that might have contributed to the event. It was noted that the physician does not believe the injury was a result of any biosense webster product. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related. A transseptal puncture was performed with an unknown needle. The mobicath 8.5fr sheath was used. The flow setting was set at 2 ml/min. Heparin was used. Activated clotting time was noted to be 276 seconds at the time of injury. There were no error messages observed on the biosense webster equipment during the procedure. The smarttouch bidirectional catheter was not in close proximity to another catheter. The smarttouch bidirectional catheter zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the smarttouch bidirectional catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.